Event description:
It was reported bd discardit¿ syringe had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "when rinsing the catheter, the nurse noticed that the liquid was flowing down the syringe instead of into the tubing. After testing the syringe the nurse realised that it was not airtight and that air was passing through the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2107195. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. Leakage testing was performed on the retained samples and no signs of defect were identified. H3 other text : see h10.

Event description:
It was reported bd discardit¿ syringe had leakage issues. The following information was provided by the initial reporter, translated from french: "when rinsing the catheter, the nurse noticed that the liquid was flowing down the syringe instead of into the tubing. After testing the syringe the nurse realised that it was not airtight and that air was passing through the plunger."